Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the tubing. Recommendation was made by tandem's technical support for the customer to prime the tubing to remove the air. Additionally, it was reported that while the customer was talking off the pump case, the cartridge "slipped out" a little. Reportedly, the customer pushed the cartridge back onto the pump to address the event. Insulin delivery was resumed. Blood glucose was 105 mg/dl.